Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Date returned to manufacturer DHR review was completed. Part number: 03.614.017 synthes lot number: t155638 release to warehouse date: 03-aug-2017 manufacture site: (B)(4) part expiration date: n/a list of nonconformance¿s: n/a a review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. The raw material certificate was reviewed and the used material was according to the specification. No ncrs were generated during the production of this device. Review of the device history record of tuttlingen showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: device interaction/ functional: device condition: visual inspection performed at customer quality (cq) observed that distal thread of the inner sleeve of the returned device was stripped. Furthermore, the extreme distal surface of device proximal to distal thread was observed to be deformed in the form of gouging. No new issues except for minor signs of wear were identified on remaining portions of the device that will not affect product functionality. Functional analysis with the mating screw and replication of complaint condition was not able to be performed at customer quality as the mating device was not returned. However, with the issue identified on the given device the complaint condition is consistent with the complaint description and the complaint condition was confirmed. Dimensional analysis and document/specification review: drawing review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision, were reviewed. Top level drawing for spring loaded threaded driver sleeve. Inner sleeve for threaded driver sleeve. Dimensional inspection performed at the stripped threaded region measured the diameter of the thread as 7.3 mm that falls within the specification of 7.35 mm +/- 0.05 mm. Lot number review: a review of the device history records showed that there were no issues at the time of manufacturing of this device and its sub components that would contribute to the complaint condition. The raw material certificate was reviewed, and the used material was according to the specification. No ncrs were generated during the production of this device. Therefore, no issues were identified with the given material of the device that would contribute to the complaint condition. Conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive off-axis forces during usage/handling could have contributed given complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection on (B)(6) 2018, it was discovered that there were malfunctions on five (5) different instruments. The tube of two (2) rod introduction pliers for side-opening implants were discovered bent and the collar would not fit. In addition, it was also noted that the securing pin on the handle for hook/screw holder was starting to come out resulting to not accepting the holder screw. The rod introduction pliers for dual-opening implant was also noted to be broken or cracked. And the threaded holding sleeve for polyaxial screws was also found stripped and did not thread on the screw easily. There was no patient involvement. Concomitant devices reported: unknown collar (part # unknown, lot # unknown, quantity 1), unknown screw holder (part # unknown, lot # unknown, quantity 1), unknown polyaxial screw (part # unknown, lot # unknown, quantity 1) . This report is for one (1) threaded holding sleeve for polyaxial screws. This is report 3 of 3 for (B)(4).